Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported an occlusion alarm. There was no impact to the user's blood glucose levels. Tandem's technical support had user perform a bolus test and found the occlusion occurred within the cartridge. Customer to change out the cartridge and resume pumping.